Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (dim/fading/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.